Event description:
The patient received her scs system including a paddle lead on (B)(6) 2010, on (B)(6) 2011 the patient was being revised for ineffective stimulation. During the revision, the doctor noticed that the lead was damaged. Electrocautery was used during the surgery but the doctor did not know if that is what caused the damage to the lead. As a result, the paddle lead was explanted and replaced. The patient was able to get adequate stimulation with the replacement lead.

Manufacturer narrative:
Results - the product was received incomplete. The lead was observed under a microscope and broken wires were observed. Electrocautery mark was observed. As a result, no functional testing could be performed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.